Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was unable to test for the reported problem due to receiving a clean load point 2. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation will have the device sent through the pressure process and will also be tested at flow lines for flow accuracy, flow rate and final inspection to ensure the device runs with no errors or alarms as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of over infusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.